Event description:
The neuro surgery resident stated that he was inserting a 5mm screw and 1/2 way in the screw broke. All stryker items used. Was able to pull everything out except for the distal tip and reinserted a 4mm screw in it's place. Original screw wasn't sent back, customer threw it out.

Manufacturer narrative:
Potential root causes for a screw breakage are: as a result of a too high amount of torque. Screw breakage because of using too large screw driver (blade and handle). Too dense bone.

Manufacturer narrative:
Potential root causes for a screw breakage are: as a result of a too high amount of torque. Screw breakage because of using too large screw driver (blade and handle). Too dense bone.

Manufacturer narrative:
Potential root causes for a screw breakage are: as a result of a too high amount of torque. Screw breakage because of using too large screw driver (blade and handle). Too dense bone.